Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "backup alarmed failed" error message (1104). The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "backup alarmed failed" error message (1104). The customer reported that no other check vent or vent inop codes were logged. Per the service manual, the suggested repair was to replace the central processing unit (cpu). The customer was provided with the part number for a replacement cpu. The rse also discussed reprogramming the operating hours, and serial number, and also enabling the software options. The investigation is ongoing.

Manufacturer narrative:
A service engineer (se) reported that the central processing unit (cpu) was replaced, and the device passed the verification testing. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.